Event description:
It was reported prior to a procedure at the user facility that the device was smoking. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.